Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Manufacturer narrative:
The date of event is estimated.

Event description:
Manufacturer reference number: 1627487-2024-00641 it was reported that the patient was experiencing discomfort at ipg sites. As a result, surgical intervention was undertaken on (B)(6) 2024 where the ipgs were replaced to address the issue. Effective therapy restored post op.